Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted in replacement of a previous pacemaker. At the last follow-up with the previous pacemaker, leads measurements were normal. The subject device was connected to the existing leads, but it only started to pace (in the ventricle) after about 8 seconds, albeit with intermittent success. The device was disconnected. Since the patient was pacemaker dependent, temporary pacing was provided by the old pacemaker. The subject device was reconnected and proper connection was verified. It took again about 8 seconds before pacing was observed. Ventricular capture was not consistent. The cardiologist was called and came with an orchestra programmer. Upon interrogation, the ventricular lead was shown to have an impedance of above 3000 ohms. Acute momentary ventricular pacing threshold was determined to be 3,5 v. After a careful but successful evaluation of the existing leads, another kora 250 dr was implanted, with no complications. The preliminary analysis of the returned device revealed no anomalies.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any issue.

Event description:
The subject device was implanted in replacement of a previous pacemaker. At the last follow-up with the previous pacemaker, leads measurements were normal. The subject device was connected to the existing leads, but it only started to pace (in the ventricle) after about 8 seconds, albeit with intermittent success. The device was disconnected. Since the patient was pacemaker dependent, temporary pacing was provided by the old pacemaker. The subject device was reconnected and proper connection was verified. It took again about 8 seconds before pacing was observed. Ventricular capture was not consistent. The cardiologist was called and came with an orchestra programmer. Upon interrogation, the ventricular lead was shown to have an impedance of above 3000 ohms. Acute momentary ventricular pacing threshold was determined to be 3,5 v. After a careful but successful evaluation of the existing leads, another kora 250 dr was implanted, with no complications. The preliminary analysis of the returned device revealed no anomalies.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190327 - file-2019-00181 - analysis_and_closure_report_resp-2019-00502.pdf].

Event description:
The subject device was implanted in replacement of a previous pacemaker. At the last follow-up with the previous pacemaker, leads measurements were normal. The subject device was connected to the existing leads, but it only started to pace (in the ventricle) after about 8 seconds, albeit with intermittent success. The device was disconnected. Since the patient was pacemaker dependent, temporary pacing was provided by the old pacemaker. The subject device was reconnected and proper connection was verified. It took again about 8 seconds before pacing was observed. Ventricular capture was not consistent. The cardiologist was called and came with an orchestra programmer. Upon interrogation, the ventricular lead was shown to have an impedance of above 3000 ohms. Acute momentary ventricular pacing threshold was determined to be 3,5 v. After a careful but successful evaluation of the existing leads, another kora 250 dr was implanted, with no complications. The preliminary analysis of the returned device revealed no anomalies.